Event description:
On (B)(4) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with polydypsia associated with a cracked battery compartment. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a cracked battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the battery compartment was cracked on the side from threads to cover. The black box showed a replace cartridge alarm on 04/15/2015 at 17:19; deliveries resumed at 18:12. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display screen had a pinkish contrast and the returned battery cap had stripped threads.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.